Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. The pump was unable to verify button error alarm and unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 44 mg/dl. The customer treated with cheese and crackers. The customer stated that the alarm occurred right after the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.